Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. There was blood and contrast in the device and on the outside. The tip, collar, hypotube and distal shaft were microscopically inspected. Microscopic examination revealed a partial separation at the collar, tip damage and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sep-2016. It was reported that the catheter failed to cross the lesion. A guidezilla guide extension catheter was selected to be used. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable. However, device analysis revealed a partial separation at the collar.